Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, multiple non-invasive interventions were initially attempted without success. It was then decided to use video laryngoscopy to visualize and replace the endotracheal tube. During this process, a significant kink was observed in the tube. While exchanging the tube, the patient experienced severe desaturations and a drop-in heart rate, requiring the administration of atropine to prevent progression to bradycardic arrest. The patient also required extensive suctioning and suffered some airway trauma during the exchange, resulting in bloody secretions and a subsequent decrease in hemoglobin levels.

Manufacturer narrative:
Additional information: g3, fdp code (delay to treatment/ therapy), imf code (delay to treatment/ therapy, device revision or replacement, additional device required) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.